Event description:
It was reported that the device's therapy cable had some pins break off in the connector. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control provided customer with the part number for a replacement cable and therapy connector kit. The removed components will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.